Event description:
It was reported that it was difficult to drain the water from the foley catheter during the pre-test. The water was drained after leaving the syringe attached for a while. The time was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with syringe. Visual inspection of the sample noted no physical observations. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and slight resistance felt during filling. With the syringe attach the balloon catheter was able to passively drain 10ml of liquid within 5 minutes without issue. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to drain the water from the foley catheter during the pre-test. The water was drained after leaving the syringe attached for a while. The time was unknown.